Event description:
A customer contacted global technical service (gts) regarding assistance with a system error (se) 2240 (air in line) on the home choice (hc) during drain. The registered nurse (rn) stated that the home patient (hp) disconnected at some point during therapy or the patient line became separated from the transfer set. The rn stated, she just arrived to further assist the hp and was not present when se2240 alarmed. The baxter technical service representative (tsr) explained the alarms and assisted the rn with troubleshooting steps. The tsr advised the rn that the hp must start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.